Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). B3 approximated.

Event description:
It was reported this inflatable penile prosthesis (ipp) was empty of fluid. There was indeed a cylinder crossover from the left to the right corpora, as well as a small pinhole leak in the distal part of the right cylinder. The physician suspected this to be due to the left cylinder rubbing against the right as a result of the crossover. Old reservoir was drained and retained, but the cylinders and pump were removed and replaced. No additional patient complications were reported.